Manufacturer narrative:
Final analysis confirmed the reported complaint of unable to interrogate due to premature battery depletion. The cause of the premature battery depletion could not be determined.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient presented in clinic for follow up. The implantable cardiac monitor could not be interrogated. No intervention was performed. The device remained implanted. No patient symptoms were reported.

Event description:
New information indicates during follow up on (B)(6) 2015, the implantable cardiac monitor could not be interrogated. Different programmers in different rooms were used to attempt interrogation but were unsuccessful. The device was explanted and not replaced. No patient symptoms were reported.